Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, when examining the chair they noticed the pivot seat was broken, unknown how it happened or when.. No injuries.